Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor issue. Customer's blood glucose was unknown mg/dl. The customer stated sensor was likely damaged during insertion. The customer stated the connection between pump and transmitter was not established. The customer stated that he removed sensor and sensor electrode is missing. The customer agreed to send replacement sensor.